Manufacturer narrative:
(B)(4). The customer reported that the defibrillator had an intermittent problem with spo2 and pacing, where the device would work for a while then stop. There was no reported adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator had an intermittent problem with spo2 and pacing, where the device would work for a while then stop. There was no reported adverse pt impact.